Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, poor staple formation was observed -- staple line was not closed. Staple line was also incomplete proximally. Another handle and reload were used to resolve the incomplete staple line. There was no patient injury.